Event description:
It was reported that the surgeon attempted to insert a 12.6mm micl 12.6 implantable collamer lens but the icl tore prior to insertion. There was patient contact but no injury. Another same model icl was implanted.

Manufacturer narrative:
Evaluation codes: method: lens work order search. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.